Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a will be submitted. Complaint information provided by (B)(4). Report source foreign: the event occurred in the (B)(6).

Event description:
It was reported during a total hip prosthesis procedure that the instrument broke during use. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample assembly was returned to greatbatch incomplete for evaluation. Only three (3) of the four (4) components which build the finished assembly was returned. From inspection, the reported event was confirmed as the u-joint was broken from heavy use due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required. (B)(4).